Event description:
It was reported that during a da vinci-assisted surgical procedure, the pin of the small grasping retractor cable was dislodged and broke the wire. A part of the wire had broken off and fell inside the patient; however, the fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. The cable crimp from the other pitch cable was observed to be sticking out but was still attached to the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable is attributed to a component failure and related to device design. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.032 - 0.115 in length and were not aligned with the tube axis. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system sk3772. The small grasping retractor had 8 use remaining after the last use. A review of the site's complaint history no other complaints for this instrument. Review of the provided image was consistent with the broken cable and dislodged pin allegation. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The fragment was retrieved during the same procedure with no patient injury. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information found in: b4, g3, g6, h2, and h10. The isi aware date was corrected to 01/03/2022. Refer to field b4.